Manufacturer narrative:
Customer report was confirmed. The connecter was also completely broken off with the joint of tube. Edwards evaluation of returned device reports that device is 100% tested for proper flow and 100% pressure decay tested using calibrated flow/leak testing equipment. The metal stylet is inserted into the infusion lumen prior to the device being placed into a plastic tray. The devices are 100% inspected for damage and particulates during and after packaging. This failure is isolated and is most likely a result of customer handling.

Event description:
It was reported that during a laparoscopic cholecystectomy, one device jammed on a vessel and was pulled off to remove, with no tissue damage. With the other device, clips were not deploying and some clips were not holding or forming. A different clip applier was used to complete the procedure. There was no adverse consequence to the patient reported.

Event description:
The connector of the cannula body was broken off.

Manufacturer narrative:
The connecter was completely broken off with the joint of tube.